Event description:
It was reported by the rep that the (2) 355sd were used during a laparoscopic nissen procedure. It was reported that after repeated insertion and removal of instruments two outer gaskets tore away from the 5mm trocars. One gasket was removed from the pt. The case was completed with another device and with no pt consequence.